Manufacturer narrative:
Of note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker reverted to safety mode operation resulting in pacing inhibition which led to asystole, presyncope, and discomfort. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. No additional adverse patient effects were reported. This product has since been returned to boston scientific, and analysis is underway. A final report will be issued upon completion of laboratory analysis.